Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. Bleeding, technically known as hemorrhaging is the loss of blood from the circulatory system. Hemorrhage is an anticipated procedural complication and is appropriately labeled as an adverse event within the directions for use. The external manufacturer for the device has been notified and is conducting a review of the manufacturing records for the last three batch's sent to the customer prior to the date of event. A follow up report will be submitted upon completion of their review. Related to MDR 2953184-2008-00078.

Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced bleeding from procedure puncture site.